Event description:
During the surgery on insertion of electrode, the generator is continuously giving the error message "insert electrode" the problem exists even after changing the electrodes. The surgeon used another rf device. The procedure was extended 45 minutes.

Manufacturer narrative:
The complaint device has not been returned for evaluation, therefore unavailable for a physical evaluation. This complaint cannot be confirmed, without having the device to evaluate. No corrective action is required and no further action is warranted at this time. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the surgery on insertion of electrode, the generator is continuously giving the error message "insert electrode." The problem exists even after changing the electrodes. The surgeon used another rf device. The procedure was extended 45 minutes.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.